Event description:
A pump declared a cartridge change error, prompting the customer to seek assistance. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including inspecting and cleaning parts of the pump, and successfully loading the cartridge. The customer was then able to resume insulin delivery without further issues.